Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported issue due to a faulty dx board. During the evaluation a deformed rear panel was found. The defective parts were replaced. The unit was serviced and returned to the user facility. If additional information is obtained a supplemental report will be filed.

Event description:
The user facility reported no output from the serial digital interface (sdi) port. This issue occurred during receipt/unpacking of the product. No additional information was provided. No injuries were reported.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The cause of the phenomenon is considered to be a failure of the sdi driver ic on the dx board. Because this event was confirmed at the time of installation of the product, root cause believes that the sdi driver ic failed because excessive static electricity was applied to the sdi output terminals during the period from unpacking to product installation. For the following reasons, this event is considered not a malfunction related to the design/manufacture of the equipment, but a malfunction caused by the handling at the time of equipment installation.to prevent static electricity from being charged before unpacking the product, each of the sdi cables supplied with the cv unit is packed in an antistatic bag, so that excessive static electricity will not be applied to the product between the product packing and unpacking.